Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced and a filament calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed a filament regulator error message followed by the loss of x-ray functionality. There is no report of pt injury.